Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed with the naked eye with no issues noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The reported condition not was verified. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice machine overheated. The patient was connected at the time of the alarm. This occurred during fill one of four of peritoneal dialysis therapy. It was stated that the homechoice machine overheated to the point that the heater bag exploded. The home patient ended therapy and disconnected. The homechoice will be swapped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.